Event description:
It was reported that this left ventricular (lv) lead presented loss of capture during its implant procedure, so it was removed and a different lead was implanted instead. No adverse patient effects were reported.